Manufacturer narrative:
According to the complainant the device will not be returned for investigation. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. We are unable to determine if any product condition could have contributed to the reported hypoglycemia. Locked down smartphone: data not available. Omnipod software app version: data not available. Operating system: data not available. Hardware: data not available. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient was wearing the pod on the leg for between 36 and 48 hours when the patient began experiencing low blood glucose (bg) levels between 40 to 60 mg/dl. Although the pod indicated insulin delivery, the patient's bg levels were not responding as expected. During these lows, the patient experienced mental fogginess, difficulty concentrating, impaired decision-making, lethargy, and episodes of loss of consciousness. The patient treated the low bg with juice. On (B)(6) 2026, the patient sought medical attention through a 25¿30-minute phone consultation with a nurse, as a virtual medical doctor was unavailable. No formal diagnosis was provided, but the nurse indicated that the issue appeared related to inability to control blood glucose levels. The nurse prescribed lantus, though the pharmacy did not accept the prescription because it was not written by a registered medical doctor. The patient reported at present they are okay and were able to get long-acting insulin as a back-up for multiple daily injections. The patient also reported their sensor had expired.